Event description:
Staff noticed burning smell. Found canon portable x-ray machine that was charging causing issue. Found the battery packed assigned to the motor drive too hot to touch, bulging and one cell visibly ruptured. Smoke staining found inside this cell. Prior day (B)(6) medical replaced motor drive control board and unit left charging. Called brown to come back and assess unit but took couple of days. Inspection revealed serious battery failure and none of the 5 fuses on the battery pack or on charger board, or on main breaker tripped. Reported to company who said battery failure and nothing more. Concern is that the unit continued to pump power into a seriously compromised battery pack. The unit should halt power prior to smoke coming from it. Also found that a thermal switch kit that was to have been installed to unit and was not found. Director feels uncomfortable yet about this unit. The generator OEM (B)(4) was aware of this issue back in (B)(6) 2012 but no mandatory change order issued to the field. Director is charging unit in his office monitoring temp and all components.